Event description:
A simplygo device was returned to a third-party service center for service. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at third-party service center, the service observed pca is burnt in the device. The device's pca needs to be replaced. The device will be forwarded to the manufacturer product investigation laboratory and investigated further. Should any additional information be received, a follow-up report will be filed.